Manufacturer narrative:
The asp evaluated the device. Available details indicate that the device's function test failed. It was determined that this was a malfunction of the therapy printed circuit assembly (pca) (dfm100 assy therapy), which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The asp evaluated the device. Available details indicate that the device failed self-test. The complaint was escalated for technical complaint investigation and the results indicate that it was determined that there was a defective, therapy pca (printed circuit assembly), which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The dfm100 assy therapy (s/n (B)(6)) was returned to philips for additional analysis. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up and displayed ¿ therapy disabled due to system failure.¿ transformer t2 ¿ very hot. Capacitor c123 was found to be defective. Replaced with known good part. After repair, the device passed op check and general testing. Based on the information available and the testing conducted, the cause of the reported problem was a defective c123 capacitor on the therapy pca. The reported problem was confirmed.